Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was analyzed and no anomalies were found.

Event description:
It was reported that the lead pulled back during slitting due to the patient anatomy and was not used. The lead was replaced. No patient complications were reported as a result of this event.